Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump giving alarms in the rewind process and light was not alerting while they were out of insulin. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the quick set had problems in past and they were using old. Customer stated that the battery cap worn and they had to open it. The device will not be returned for analysis.